Event description:
Vacuum dial was not functioning properly in order to gauge the amount of pressure being applied during a cesarean section delivery. The delivery was completed with no injury to the mother or baby.